Manufacturer narrative:
Evaluation summary: one pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in good physical condition with some scratches on the screen. Review of the device data log had no related findings. Functional testing included use testing. The pump was powered on. The pump gave double beep alarm with no cassette attached. As a preventive measure downstream sensor was replaced. Based on evidence, the complaint was confirmed. The root cause was identified as downstream sensor.

Event description:
Information was received indicating that this ambulatory infusion pump is emitting a double beep alarm for no cassette. No adverse effects were reported.